Manufacturer narrative:
Updated block a3b: patient's gender. Selected the option "unknown" as there is a patient involved and no available information regarding the patient's gender. The console device was not returned; however, it was serviced at the customers facility by a field service engineer (fse). The reported allegation of the device switching from "ready" to "standby" mode and low power was not confirmed. According to the work order, the issue could not be reproduced. The issue was unable to be confirmed, and no other problems were identified. As part of the implementation, each circuit board and component was checked, but no signs of burns were found, nor was any strong odor detected. A functionality check was performed, and the device was confirmed to be operating properly. The situation will continue to be monitored while the above steps are carried out. The device history record (DHR) and service history record (shr) indicate the laser console was installed on (B)(6) 2014, and this event occurred over 11 years after the system installation. After this period, component wear, failure, or damage is possible due to use. As no damage or malfunction was found related to the reported issue, the investigation conclusion code is no problem detected.

Event description:
It was reported that during procedure, the device had a low power and returned to standby mode. The procedure was completed using the original device. There were no patient complications.

Event description:
It was reported that during procedure, the device had a low power and returned to standby mode. The procedure was completed using the original device. There were no patient complications.